Manufacturer narrative:
No pt info was provided on the medwatch. The products lot number or serial number was not provided on the medwatch. Due to no lot number or serial number being provided, device history records could not be reviewed. Due to no hosp contact info being provided, no product could be retrieved for an investigation.

Event description:
Received FDA medwatch (B)(4) on (B)(4) 2010 and dated (B)(4) 2010. Endoclip applier used to clip vascular/duct of gallbladder. Endoclip applied and bowed in middle and was tight at the tip. Clip removed and another clip applied. Pt developed bile leak requiring ercp with stent.